Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/13/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The single complaint was reported with multiple events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was reported that "the needle was not performing normally", please provide more details: what is the total number of procedures where the suture broke and the needle was not performing normally? Please provide the product code and lot number of these products: have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an ent procedure on (B)(6) 2024 and suture was used. During an ent procedure that the suture broke and the needle was not performing normally. Another like device of a different lot was used to continue with the procedure. Surgeon stated he has been having this issue for a few cases now. There were no adverse consequences reported. Additional information was requested.